Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This event is being reported as part of "a retrospective, (B)(4) study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction". It was reported: on (B)(6) 2013, subject underwent an amputation of the 5th toe (r), 5th metatarsal bone resection, and vac placement. The subject received integra, with negative pressure wound therapy (npwt), and irrigation and debridement on (B)(6) 2013. The subject wound, which was on the right plantar foot, and had a surgical, diabetic neuropathic ulcer etiology. The wound's approximate measurement was documented as 10 cm length, 7cm width, with a depth to the bone. On (B)(6) 2013, the subject had an adverse event of an infection. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. On (B)(6) 2013, the subject received oral antibiotics and debridement. The event was deemed resolved on (B)(6) 2013 when the subject returned for a follow-up visit. As of (B)(6) 2013, the wound remained unhealed. There are no additional follow-up visits available.